Event description:
The facility reports the caregiver clicked the sling leg clips onto the jib. To fasten the left hand shoulder clip, the caregiver lowered the jib and then fastened the shoulder clips. After that, the caregiver lifted the client out of the wheelchair, not checking again whether all clips were fastened. She then moved the wheelchair away from under the client. At the moment the wheelchair was moved away, one of the resident's legs fell down onto the floor. The leg clip had come loose. The caregiver grabbed the leg of the client and lifted it up. A second caregiver tried to quickly move the wheelchair under the client, but it all happened so fast that the client had already fallen hard onto the floor with the back of his head, immediately after which there was a lot of blood on the floor. The client was still partially in the sling. The client sustained a hole in the head. Which was closed with two sutures. The client was also given paracetamol for the pain.

Manufacturer narrative:
The sling was not returned to the manufacturer for examination, nor were any pictures provided. It was reported there is not much space to make transfers, as there are two standing edges around the swimming pool that hinder movement in the room. The plastic reinforcement stays were reportedly not in place on the sling at the time of the event. This is reported to be the case for most of the slings in use at this location. Based on the information provided, the manufacturer concludes the event occurred due to the sling not being securely fastened to the hoist. Also, slings being used without the plastic reinforcement stays is in direct opposition to the guidelines and warnings indicated in the lift operating instruction. Care personnel need to be thoroughly retrained regarding the use of the lift and sling.